Event description:
At the end of the case an abdominal burn was noticed and the insulation of one of the cautery instruments was broken. We replace the instrument after all or team noticed what happened. Dr was aware and ordered bacitracin ointment.device #1is this a laboratory device or laboratory test?no.